Manufacturer narrative:
Additional information d10, h3, h6 and h10: baxter received and evaluated the device. Troubleshooting of the customer¿s pump found the device to function as intended. Review of the event history log (ehl) verified the reported issue of ¿pump turns off without input¿ as ¿improper shutdown¿ messages. Utilizing the customer provided battery module and a known good pump the evaluator was able to reproduce the reported problem. Visual inspection found corroded battery contacts as the assignable cause and the battery module will be scrapped. Should additional relevant information become available, a supplemental report will be submitted. The device was received, and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to a system error 322. Service evaluation verified the system error 322. The cause was identified to be the upper and lower link switches not functioning as intended. The upper and lower auxiliary assemblies were replaced to correct the problem. Review of the service history record identified the system error 322 as a repeat issue within the last 12 months. During previous servicing a system error 322 occurred during evaluation and the link was adjusted prior to return to the customer. Review of the prior service indicates all service actions were completed prior to return to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced turns off without input happened in the surgery area department. There was no patient involvement. No additional information is available.